Event description:
A hospital in (B)(6) reported via our distributor that water was leaking from the feedset tube on an mr290v vented autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually examined for the reported damage. Results: visual examiniation revealed a cut in the filter of the water bag spike. A lot check revealed no other complaints of this nature for lot number 121026. Conclusion: we were unable to determine the cause of the problem reported by the customer. All mr290 chambers are pressure tested and visually inspected prior to being released for distribution. Any chambers that fail are rejected. This suggests that the reported leak only developed after the chamber was released for distribution. The user instructions that are supplied with the mr290v vented autofeed humidification chamber state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."